Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 8fr angio-seal sts plus carrier tube assembly, bypass tube, arteriotomy locator, and poly-foil pouch were returned for evaluation. The hemostatic sheath was not returned. Upon initial visual inspection, the poly-foil pouch was found partially opened with the carrier tube assembly and arteriotomy locator partially sticking out from the pouch. After removing the carrier tube assembly from the poly-foil pouch, the bypass tube was found not attached to carrier tube assembly. The bypass tube was then removed from the poly-foil pouch. Microscopic visual inspection revealed no anomalies with the carrier tube assembly or bypass tube. A strand of collagen was found within the bypass tube. Functional testing consisted of inserting the bypass tube over the carrier tube assembly. The bypass tube was able to be inserted without issues. The IFU states: "using sterile technique, remove the angio-seal device from the foil package by opening the end with the 2 arrow indicator, taking care to pull the foil seal apart completely before removing the angio-seal¿ device." The complaint can be confirmed. The likely cause of the bypass tube detaching from the carrier tube assembly is due to the poly-foil pouch only being partially opened. The IFU speaks to opening the poly-foil pouch completely before removing the angio-seal device as the bypass tube can detach. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The procedure outcome was reported to be uneventful. A second angioseal device was successfully deployed. The patient condition was reported to be normal and there was no bleeding.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after opening of the introducer, the tip came off the bypass tube. Pre-treatment, no patient involved.